Event description:
It was reported that the user experienced persistent elevated blood glucose while using the ilet with a teflon conotech infusion set, with readings peaking at 261 mg/dl and remaining elevated for several hours until a correction dose and time reduced levels; the user was advised to change the entire infusion set and reported plans to do so, and high carbohydrate intake was discussed as a contributing factor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.